Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault and no external power alarms was confirmed via log file analysis; however, the alarms were unable to be reproduced during testing of the returned products. The heartmate 3 system controller (serial number: (B)(6)) and backup battery (serial number: (B)(6)) were returned for analysis. Both devices were received in unremarkable condition. Review of the submitted log file revealed an intermittent backup battery fault alarm throughout the file which started on 05sep2025. These alarms were associated with backup battery circuit faults (error code: f34). On 08sep2025, the file also captured atypical power cable disconnect and no external power alarms consistent with a poor connection between the power cables and external batteries. The observed backup battery fault, power cable disconnect, and no external power alarms did not affect the controller¿s ability to support the pump. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended during analysis. The system controller and backup battery operated a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. The backup battery was able to be fully charged, and the system controller was disconnected and reconnected to various power sources without any irregular alarms produced. The reported alarms were unable to be reproduced during testing. Provided information stated the controller was exchanged. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 IFU section 5 entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 entitled ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault, power cable disconnect, and no external power alarms. The heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted, and an emergency backup battery (ebb) fault and an external power disconnect were noted. Log files were submitted for review and captured ebb fault events on 05sep2025 associated with (f34) ebb_circuit_fault power fault flags. The recorded data indicated that this would occur when the black power lead was disconnected. It was noted that even after reseating the ebb the alarm would occur when disconnecting the black power cord. A system controller exchange was recommended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2025, which was unrelated to the left ventricular assist device (lvad).